Manufacturer narrative:
Results of investigation: the original complaint was duplicated. The uut was tested and found to have a failed component, the msata drive. Disposition: the unit bellavista 1000e main electronic assembly sn (B)(6) will be placed on hold.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator display bluescreen during use. No patient harm was reported, as they were able to swap the patient onto a new vent.